Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 1.5 mg/day. It was reported that there was a motor stall on (B)(6) 2020 and the pump was replaced on (B)(6) 2020. There were no environmental/ex ternal/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.